Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot kc2cc, and no non-conformances were identified. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure . Date of the index surgical procedure. April,15. The diagnosis and indication for the index surgical procedure? In what tissue was the suture placed? Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction). Other relevant patient history/concomitant medications. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? The patient condition changed better. Could not provide additional information.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/15/2020. Additional information: g3. Corrected information: d3, g1, g2.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure, date of the index surgical procedure. The diagnosis and indication for the index surgical procedure? In what tissue was the suture placed? Patient symptoms: describe the manifestation of reaction (location, severity, appearance, systemic or local reaction). Other relevant patient history/concomitant medications. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a left palm trauma operation and suture was used. It was reported that the wound turned red and swollen in the second day after the operation. The stitches were removed and changed to absorbable suture. The patient condition changed better. Additional information has been requested.